Event description:
It was reported the external pulse generator (epg) case was damaged. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the display lens was broken, the knobs were contaminated, the side bail covers were broken, the atrial output connector was broken and the battery drawer had pry marks. (B)(4).